Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date of this report and date received by manufacturer are the same as the date in device available for evaluation. Returned to manufacturer. Two sion blue guide wires were returned for evaluation (referred to as sion blue 1 and sion blue. Sion blue 1 had its coil elongated for approximately 77-160mm distal to the proximal solder that was originally set at 200mm from the tip. The elongated coil remained in one piece. Under the elongated coil, the fractured end of the core was located at approximately 170mm distal to the proximal solder. Microscopic observation of the fractured core found that there were multiple bends proximal to the fracture end and twisting of the core was observed at the fracture end with flat fracture surface. These findings indicated that torsion had caused fractured of the core. Sion blue 2 was three-dimensionally bent for approximately 15mm from the tip. Both coil and core remained intact. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the core found on the sion blue 1. The applied stress would localize and therefore exceed the design limit when the tip was temporarily caught by the calcified lesion. Coil elongation was likely due to tensile stress generated with removal. As for bends observed on both sion blue 1 and 2, excess bending stress associated with wire delivery had likely generated due to anatomical condition. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that the spring coil of an asahi sion blue guide wirer had come out while withdrawing the guide wire during a percutaneous coronary intervention (pci).the guide wire was used as a buddy wire to support stent deployment. It happened in two cases. Case 1 (mrf ref: 20997) was performed on (B)(6) 2021 to treat a mildly tortuous and calcified, 90% stenosed, long lesion in the mid left anterior descending artery (lad). Case 2 (MFR ref: 21001) was performed on (B)(6) 2021 to treat an 85-90% stenosed, long lesion. Both pics were successfully completed and patients were discharged home without complication.